Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor ceasing to work occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration. The probable cause was determined to be potential patient misuse. The reported event of a sensor ceasing to work is reportable based on the finding of an early sensor expiration. In addition, a transmitter failed error was found in connection to the reported allegation. No injury or medical intervention was reported.